Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the xience stent was implanted in restenosis of a cypher des stent. It should be noted that the (IFU) states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it is unknown if this contributed to the reported patient affects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately twenty seven months post stenting of a 2.5 x 12 xience v stent in the distal left anterior descending artery, the patient experienced chest pain which was unrelieved with sublingual nitroglycernin. On (B)(6) 2011, the patient underwent percutanaous coronary revascularization for restenosis in the index target lesion. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no adverse patient sequela. Though requested, there was no additional information provided.